Event description:
The customer reported that the ventilator gave alarm of low pressure after the ventilator is turned on, then low vt alarm activated and the exh tidal volume was lower than setting, and the peep cannot hold at same time. There is abnormal expiratory waveforms from display. Turn unit into system tuning screen and select exercise fvc icon, the test lung did not inflate and deflate. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the exhalation valve fixed the reported issue. If the alleged failed part is returned to the manufacturer it will be evaluated by the carefusion failure analysis technician.